Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed and confirmed the complaint received. The distal tip of the turnpike was damaged, and material was separated. The separated material was caught in the coils of the guidewire that was also returned. There was no other damage to the catheter.

Event description:
As reported: the customer had smooth 135cm turnpike over a wire and engaged in calcium, torqueing the device, and part of the tip broke off on the wire. Broken tip was able to be retrieved as the unit was on a wire. The case was completed successfully as the broken unit was fully retrieved, and customer used a turnpike gold to finish case.